Event description:
The advocate checked the customer's blood glucose at night on the contour meter and the reading was 212mg/dl. He gave the customer 30units of insulin. The next morning, the customer passed out. The paramedics were called. They ran a blood test using their contour meter and the reading was 29mg/dl. They treated the customer for hypoglycemia and her glucose level improved. The advocate was unable to provide the test strip information. New meter and strips were sent to the customer.